Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10 mm amplatzer septal occluder was chosen for procedure. During procedure, it was noted the device had a cobra deformation. The device was recaptured and redeployed multiple times but the deformation remained. A decision was made to remove the device and replace with an unknown device. It was reported there was an increase of intra-vascular maneuvers and increase of surgery duration but no adverse patient consequences were noted.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for procedure with a 6f amplatzer trevisio intravascular delivery system. During procedure, it was noted the device had a cobra deformation. The device was recaptured and redeployed multiple times but the deformation remained. A decision was made to remove the occluder prior to release from the delivery cable and replace with a second 10mm amplatzer septal occluder. It was reported there was an increase of intra-vascular maneuvers and a clinically significant increase of surgery duration but no adverse patient consequences were noted other than increased risk. There was no interaction with cardiac structure during deployment and no angulation/kink noticed in the delivery system.